Event description:
Patient having entropian repair by lower lid shortening procedure & lower lid blepharoplasty with lower lid retractor resection o.u. Surgery performed by incision in the skin. Cautery was being applied, when suddenly the drapes caught on fire. The drapes were immediately removed by the dr. And the fire was extinguished on the floor. Patient had burns to the neck and facial area; cold packs were applied to these areas immediately. Patient was moved from the o.r. To p.a.r. Were the incision was closed. Patient was admitted to the hospital for burn treatment and medicated for discomfort. Patient burns did not cause scarring.